Manufacturer narrative:
Half of this lead was explanted. The rest of the lead will be removed at a later date from a surgical approach. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis was performed on the lead. The lead was severed 14 centimeters from is-1 pin, with the proximal segment only returned. The lead segment then passed a continuity test, with no further detailed analysis performed. Laboratory testing was unable to reproduce the reported clinical observations on the lead segment and detailed analysis did not reveal any abnormalities.

Event description:
Boston scientific received information that this product was part of a system explant due to a patient infection. Half of this lead was explanted. The other half is being removed on a future date form a surgical approach. There was no report of adverse patient effects due to the explant procedure.